Event description:
On feb 18, 2009, during initial visual inspection of returned product, boston scientific corporation noted that the tip of a hydratome rx cannulating sphincterotome was split. The device was used sixteen days prior, during a cannulation procedure in the common bile duct, on a female patient. Based on the condition of the device, a follow-up conversation the following month, occurred with a hospital representative. It was revealed that the physician noted the split tip at time of use. However, boston scientific was not made aware of this information at the time of the initial complaint (original month). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.